Event description:
It was reported that during a hospital pre-use air leak test of the breathing circuit, the device failed the test. No patient injury was reported.

Manufacturer narrative:
One used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the sample was performed at a distance of 12 inches from the unit under normal lighting and no discrepancies were detected. Function testing was performed using a leak test and the circuit sample failed the test. The root cause of the reported problem was unable to be determined. A corrective and preventive action (CAPA) was opened to address this issue. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).